Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found an unknown dust contaminant inside the filter area of the blower box. An internal visual inspection was completed by the manufacturer. The manufacturer found an unknown dust contaminant on the blower box, and rear panel o-ring, an unknown contaminant on the bottom enclosure, dust contamination consistent with mineral deposits on the rear panel, blower box, blower cap, blower, blower seal, blower isolators, and inside the blower. The manufacturer also found evidence of liquid ingress on the blower and blower box, keratin-like substance on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed the presence of contaminant and evidence of liquid ingress in the device. In the initial report clinical symptoms of nasal irritation was not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.